Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 301031 batch#: 3004931. It was reported by the customer that 0 ml syringe clear plastic syringe cracked while under pressure leaking blood out. Verbatim: rcc received a complaint via email. Email(s) attached. Description of nonconformance: 20 ml syringe clear plastic syringe cracked while under pressure leaking blood out. Supplier product # 301031 . Lot #: 3004931.

Manufacturer narrative:
(B)(4) follow up it was reported the syringe cracked while under pressure. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo looks like a plastic bag. From the photo, it is not possible to observe a syringe with the symptom reported. A device history record review was completed for provided material number (B)(4), lot 3004931. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual sample analysis, a probable root cause could not be offered. H3 other text : see h10 narrative.

Event description:
Additional information received 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. 12/4/2023 materials#: (B)(4) batch#: 3004931 it was reported by the customer that 20 ml syringe clear plastic syringe cracked while under pressure leaking blood out. Verbatim: rcc received a complaint via email. Email(s) attached. Description of nonconformance: 20 ml syringe clear plastic syringe cracked while under pressure leaking blood out. Supplier product # 301031 lot #: 3004931.